Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was intrinsic at 53 beats per minute. The pulse generator could not be interrogated.